Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss as there was no fluid in the device. The physician was unable to locate the source of the fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported in relation to this event.